Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during ablation, the patient suddenly coughed, causing inadvertent removal of the sheath that resulted to leakage of heated saline from the cervix. The patient sustained a 2-mm blister involving the fourchette. The burn was classified as superficial 1st degree which did not require treatment or intervention. There was no indication of overdilation. A tenaculum was used and was secured by the tenaculum stabilizer. As reported, there was no known contraindications for the procedure, nothing unusual in the anatomy, and no excessive movement of the sheath has been done. The procedure was not completed due to this event and the patient condition was reported as stable.